Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that she was hospitalized back in (B)(6) with a blood glucose level of 400 mg/dl. The customer was not hospitalized due to diabetes. The insulin pump locked up and she lost all her settings. The insulin pump did not rewind and screen was blank. Customer's current blood glucose level was 207 mg/dl. The display returned after troubleshooting. The device was not returned.